Event description:
It was reported that the patient complained of the pump not working since (B)(6) 2020 due to fluid loss with an inflatable penile prosthesis (ipp). At the time of check-up on (B)(6) 2020, the pump still was not functioning and the position was too high. The patient underwent a revision procedure, the physician explanted the ipp pump and a new ipp pump was implanted. During the revision procedure the physician noted a microscopic hole in the tube side of the pump, the cylinder and reservoir were re-filled and the procedure was completed. The patient recovered following the procedure.

Manufacturer narrative:
Device analysis: the returned device was analyzed and the reported allegations of pump malposition and mechanical issue was confirmed. Based on a review of all available information, the cause of the reported event could not be determined. An investigation conclusion code of cause not established was chosen, because the reported events of pump malfunction and fluid loss could not be confirmed through product investigation. The product analysis results and event report provided no objective evidence that would warrant further escalation.

Event description:
It was reported that the patient complained of the pump not working since (B)(6) 2020 due to fluid loss with an inflatable penile prosthesis (ipp). At the time of check-up on (B)(6) 2020, the pump still was not functioning and the position was too high. The patient underwent a revision procedure, the physician explanted the ipp pump and a new ipp pump was implanted. During the revision procedure the physician noted a microscopic hole in the tube side of the pump, the cylinder and reservoir were re-filled and the procedure was completed. The patient recovered following the procedure.